Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and it s components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 24-25 mm. Aneurysm and vessel morphology are unk. It was reported that the device had migrated with no evidence of endoleak, and that the aortic neck dilated to 28.8 mm in diameter. A talent aortic cuff has been ordered to ensure an adequate seal.